Event description:
Healthcare professional reported right side rupture of textured implant and "capsulite". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿anxiety -product/procedure: unable to observe since it is a medical event and is not related to the device.rupture: no observed on the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
The device has been explanted.